Event description:
Found during inspection. Customer called to report a pin broken off from a therapy cable and stuck in the device therapy connector. The device was sent to physio-control for repair.

Manufacturer narrative:
Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.